Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The date/time when the alleged issue first began is not known. It is not known if the patient developed any symptoms as a result of the alleged issue. The patient denied receiving any medical intervention/treatment after the reported meter issue began. During troubleshooting, the csr noted that the patient was using the correct test strips at the time of the alleged issue and the patient was using the proper testing technique (per owner's booklet recommendation). The csr noted that the alleged issue also occurred with another vial of test strips. The alleged issue remains unresolved. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. There is no evidence that the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.